Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. B21572) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and peripheral nerve injury (nerve damage in knee). Concurrent conditions included uterine myoma (small 5 mm myoma in uterine wall) and overweight. Concomitant products included antidepressants. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramps"), vaginal discharge ("vaginal secretion"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), urinary incontinence ("urinary incontinence"), breast pain ("sore breasts"), arthralgia ("joint pain"), pain in extremity ("pain in sole"), diarrhoea ("diarrhea"), swelling ("swelling"), dyspepsia ("heartburn"), feeling abnormal ("brain fog/ unwillingness"), affective disorder ("mood symptoms"), tinnitus ("tinnitus"), memory impairment ("deterioration of memory"), alopecia ("hair loss") and sleep disorder ("sleep disorder"). The patient was treated with surgery (hysterectomy and fallopian tubes removal via vagina and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, menorrhagia, metrorrhagia, dysmenorrhoea, abdominal pain lower, vaginal discharge, hot flush, hyperhidrosis, urinary incontinence, breast pain, arthralgia, pain in extremity, diarrhoea, swelling, dyspepsia, feeling abnormal, affective disorder, tinnitus, memory impairment, alopecia and sleep disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, affective disorder, alopecia, arthralgia, breast pain, diarrhoea, dyspepsia, feeling abnormal, hot flush, hyperhidrosis, memory impairment, menorrhagia, pain in extremity, sleep disorder, swelling, tinnitus, urinary incontinence, uterine haemorrhage and vaginal discharge with essure. The reporter considered dysmenorrhoea and metrorrhagia to be related to essure. The reporter commented: the events' onset date was 2013-2018. Uterus and fallopian tubes removal via vagina + removal of essure spirals at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for abnormal uterine bleeding. As per follow-up of (B)(6) 2019: the physician does not know if the patient's symptoms have relieved after essure removal. No follow-up visits have been scheduled. According to the reporter essure implants might not be the cause of all the symptoms and disorders. Intermenstrual bleeding and menstruation pain could maybe caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2019: the reporter does not know if the patient's symptoms have relieved after essure removal. No follow-up visits have been scheduled. According to the reporter essure implants might not be the cause of all the symptoms and disorders. Intermenstrual bleeding and menstruation pain could maybe caused by essure. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B21572) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and nerve damage. Concurrent conditions included uterine myoma. Concomitant products included antidepressants. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal secretion"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), urinary incontinence ("urinary incontinence"), breast pain ("sore breasts"), arthralgia ("joint pain"), pain in extremity ("pain in sole"), abdominal pain lower ("cramps"), diarrhoea ("diarrhea"), swelling ("swelling"), dyspepsia ("heartburn"), the second episode of feeling abnormal ("brain fog/ unwillingness"), mood altered ("mood symptoms"), tinnitus ("tinnitus"), memory impairment ("deterioration of memory"), alopecia ("hair loss") and sleep disorder ("sleep disorder"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, menorrhagia, metrorrhagia, dysmenorrhoea, vaginal discharge, hot flush, hyperhidrosis, urinary incontinence, breast pain, arthralgia, pain in extremity, abdominal pain lower, diarrhoea, swelling, dyspepsia, feeling abnormal, mood altered, tinnitus, memory impairment, alopecia and sleep disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, arthralgia, breast pain, diarrhoea, dysmenorrhoea, dyspepsia, hot flush, hyperhidrosis, memory impairment, menorrhagia, metrorrhagia, mood altered, pain in extremity, sleep disorder, swelling, tinnitus, urinary incontinence, uterine haemorrhage, vaginal discharge and feeling abnormal with essure. The reporter commented: uterus and fallopian tubes removal via vagina plus removal of essure spirals at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B21572) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and nerve damage. Concurrent conditions included uterine myoma. Concomitant products included antidepressants. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), metrorrhagia ("intermenstrual bleeding"), dysmenorrhoea ("menstrual pain"), vaginal discharge ("vaginal secretion"), hot flush ("hot flushes"), hyperhidrosis ("sweating"), urinary incontinence ("urinary incontinence"), breast pain ("sore breasts"), arthralgia ("joint pain"), pain in extremity ("pain in sole"), abdominal pain lower ("cramps"), diarrhoea ("diarrhea"), swelling ("swelling"), dyspepsia ("heartburn"), feeling abnormal ("brain fog/ unwillingness"), affective disorder ("mood symptoms"), tinnitus ("tinnitus"), memory impairment ("deterioration of memory"), alopecia ("hair loss") and sleep disorder ("sleep disorder"). The patient was treated with surgery (hysterectomy). Essure was removed on(B)(6) 2018. At the time of the report, the uterine haemorrhage, menorrhagia, metrorrhagia, dysmenorrhoea, vaginal discharge, hot flush, hyperhidrosis, urinary incontinence, breast pain, arthralgia, pain in extremity, abdominal pain lower, diarrhoea, swelling, dyspepsia, feeling abnormal, affective disorder, tinnitus, memory impairment, alopecia and sleep disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, affective disorder, alopecia, arthralgia, breast pain, diarrhoea, dysmenorrhoea, dyspepsia, feeling abnormal, hot flush, hyperhidrosis, memory impairment, menorrhagia, metrorrhagia, pain in extremity, sleep disorder, swelling, tinnitus, urinary incontinence, uterine haemorrhage and vaginal discharge with essure. The reporter commented: uterus and fallopian tubes removal via vagina + removal of essure spirals at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.